Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient started to have bowel issues and wondered if the interstim therapy could be used to treat those even though they have it implanted for urinary. Reviewed indications for use and reviewed potential risks of adverse changes to bowel function. The patient stated they had wondered if their heart medications were the cause of the bowel issues. Patient also experienced some loss of urinary control and it's like they are not emptying completely and patient has lead has moved. The patient has many other health issues and has collapsed so many times, one time in particular they fell in the shower, hit their head, and had a brain bleed. The patient also reported that at times they feel a vibration sensation and weird jolt at the ins site so was wondering if that could also indicate a lead issue. Patient reported therapy issues have been going on every once in a while but more so the last couple of weeks. The patient was redirected to their healthcare provider to further address the issue. The patient's relevant medical history included patient has multiple heart related problems that started in 2003. Patient had a pacemaker implanted 1-2 years ago and then 11 months later was replaced with a pacer/defibrillator device. Patient also has back issues from falling, had a mild stroke, covid, and had weird veins pop up on the back of their knee. Patient had 3 surgeries to remove these veins and now have another vein.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va1uasf product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 30-aug-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.